Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at implant, this cardiac resynchronization therapy defibrillator (crt-d) experienced lead insertion difficulty and high out of range impedance measurements. The device was not implanted. There were no adverse patient effects reported.